Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not operate properly.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during an peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the clip did not operate properly. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the esophagus during an peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the clip did not operate properly. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not operate properly. Block h10: investigation results: the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. The device had evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not operate properly was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.